Event description:
It was reported that the event occurred while in the ccu (cardiac care unit). Indication for intra-aortic balloon pump (iabp) therapy: perioperative circulatory assist. After approximately twenty hours of iabp therapy the md's plan was to remove the intra-aortic balloon (iab) from the patient. At the time of removal a thrombus was found in the line. The iab was successfully removed and any delay or health issues were not reported. Pump strips were generated and are not available for review. It is unknown if x-rays were performed. Medical / surgical intervention was not required. The patient was not injured, and there were no patient complications reported. Iabp therapy was not delayed / interrupted. The patient outcome is listed as "good." It was noted that the iap used was the acat-1, s/n (B)(4).

Manufacturer narrative:
(B)(4).